Manufacturer narrative:
Bayer case number: (B)(4). Experienced so much abdominal pain for years, essure bent and twisted inside my tubes [device shape alteration]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("experienced so much abdominal pain for years") in a 47-year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: device shape alteration ("essure bent and twisted inside my tubes"). Medical conditions: other products: no. In 2010, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced abdominal pain (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). On (B)(6) 2025, the event had resolved with sequelae. The reporter considered abdominal pain to be related to essure administration. The reporter commented: patient can't remember the exact year the essure was implanted. Roughly around 2010. Had been experienced so much abdominal pain for years. Was finally able to have a doctor confirm the essure bent and twisted inside my tubes, cause this pain. It was finally removed through a hysterectomy in (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): [investigation] (date unknown): confirm the essure bent and twisted inside my tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) experienced so much abdominal pain for years [pain abdominal], essure bent and twisted inside my tubes [device shape alteration] . Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("experienced so much abdominal pain for years") in a 47-year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: device shape alteration ("essure bent and twisted inside my tubes"). Medical conditions: other products: no. In 2010, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced abdominal pain (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). On (B)(6) 2025, the event had resolved with sequelae. The reporter considered abdominal pain to be related to essure administration. The reporter commented: patient can't remember the exact year the essure was implanted. Roughly around 2010. Had been experienced so much abdominal pain for years. Was finally able to have a doctor confirm the essure bent and twisted inside my tubes, cause this pain. It was finally removed through a hysterectomy in (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): confirm the essure bent and twisted inside my tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal wasobserved with regard to the reported complaint reason. The risk management file wasreviewed andanupdatewasnotdeemedrequired.atechnical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.